Event description:
As reported to coloplast though not verified, patient was implanted with aris and novasilk mesh. Later the patient experienced rectal bleeding and exposed mesh. An excision of the exposed mesh was performed.

Manufacturer narrative:
Coloplast has not provided any corroborating evidence to verify the info contained in this report.